Event description:
It was reported that asymptomatic patient presented remotely via merlin.net transmissions with non-sustained r wave oversensing due to post sensed t-wave oversensing. Premature ventricular contractions were not also sensed on the discrimination channel. Programming changes were discussed. No interventions were performed. There were no patient symptoms reported.